Manufacturer narrative:
The complainant has not indicated if the device will be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant info, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an injection gold probe was used during an endoscopy with cauterization of cecal angiodysplasia procedure on a male pt. According to the complainant, while cauterizing the third of four sites, the pt experienced extreme burning pain in the abdomen over the site being cauterized. The injection gold probe was removed and replaced with another of the same product. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as having no long term injury.